Event description:
During visual inspection of a returned spectrum pump, the device was missing direction of flow label. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received for evaluation. During visual inspection of a returned spectrum pump, the device was missing direction of flow label. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be direction of flow label missing from the front case which requires case shimming to be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.